Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The tip separation was confirmed. The investigation determined the noted damage likely occurred due to inadvertent mishandling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the supera stent delivery system was removed from the package and a tip separation was noted. The device was not used and there was no patient involvement. A second new supera stent delivery system was used successfully. There was no adverse patient effect and no clinically significant delay. No additional information was provided.